Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the limb ischemia was patient condition due to the patient's small vessels. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient experienced distal limb ischemia. The doctor made the decision to place impella cp with small vasculature while waiting to go to the operation room for impella 5.5. An external bypass was placed to allow for distal limb perfusion. External bypass had been placed as a precaution, not as escalation. Later on family decided to withdrew care and patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).